Event description:
The patient developed loose stools. A flexi-seal was applied to contain the stool and prevent skin breakdown. The patient became febrile and foul odor was noted, described as rotting flesh by staff. The flexi-seal balloon was deflated and noted to have 85 ml of fluid (the recommended amount is 45ml). Some necrotic tissue was noted on the tip, and was expelled from the patient. The patient had a rectal scope which did not show additional rectal erosion or necrosis. The flexi-seal had been in place for three days. Balloon over inflation could potentially lead to necrosis.